Event description:
It was reported that display screen was blank even after troubleshooting. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was unable to verify blank display due to cracked and bleeding lcd glass. The insulin pump had minor scratches on lcd window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.